Manufacturer narrative:
(B)(4). The lot number was identified as 106126. A device history record (DHR) review was performed on lot number 106126 and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges a hole was found in the device during use. No patient injury reported.

Manufacturer narrative:
(B)(4) a visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history review could not be performed; the lot number was not supplied by the customer. No sample available from the customer to investigate. Complaint not confirmed. Root cause unknown. Teleflex will continue to monitor feedback from the customers on issues related to a hole on the front surface of the water bottle product during use.

Event description:
The customer alleges a hole was found in the device during use. No patient injury reported.

Manufacturer narrative:
(B)(4). The customer returned an empty 650 ml bottle, product number 006-40j, lot number 106126. The bottle was received with the bottle top punctured, and nozzle tab removed. No hole on the front of the bottle was found. Based on the visual exam, the reported complaint could not be confirmed. There were no issues found with the returned sample.

Event description:
The customer alleges a hole was found in the device during use. No patient injury reported.